Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Reporter alleged obtaining the results of 443 mg/dl on one mobile system and 173 mg/dl back to back within 10 minutes on another unspecified mobile system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.